Manufacturer narrative:
Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. Additional device info: the lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. (B)(4). According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2014. According to the complainant, the hta case was successfully completed without any issues. On (B)(6), 2014, during follow-up, the physician reported that the patient exhibited signs of infection. Ultrasound and blood tests were performed leading to the diagnosis of bilateral tubal abscess. On (B)(6), 2014, patient was admitted and was given antibiotic (not specified) for a duration of three days. On (B)(6), 2014, patient underwent hysterectomy. Post-operative pathology report showed endometriosis and adenomyosis. The patient was reported to be fine and was recovering from the hysterectomy.